Event description:
It was reported that during a follow-up in clinic failure to capture was observed on the left ventricular lead. Upon review, lead dislodgement was observed; no root cause could be determined. The lead pulled back to the atrium. The physician attempted to reposition, but the lead could not be repositioned. The wire could not be passed down to reintroduce it. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition afterwards.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.